Manufacturer narrative:
The reason for reoperation: not applicable as the device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported unknown side "rupture and a silicone leakage of the device while it was about to be posed." Device not implanted and did not come into contact with patient. Surgery complete with a back up device.